Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and upon aspiration of the sheath, the sheath pulled in air bubbles. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was discarded.